Manufacturer narrative:
This MDR is being submitted by the manufacturer as part of a voluntary remedial action. The complaint device was returned and indicated the device was used in a procedure, therefore it is suspected the tip breakage occurred between uses outside the patient. There was no impact to the patient or the procedure reported. A manufacturing records review was completed and no non-conformances were found. The most likely root cause of the reported event is damage during use.

Event description:
The fiber tip was broken before they used it so there was no patient impact.